Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used to treat the rca. Approximately 6 months post procedure patient suffered pneumonia. The event was treated with medication. Patient expired nine days later. Investigator and sponsor assessed the pneumonia event as not related to the anti-platelet medication and not related to the device.

Manufacturer narrative:
Death classification was non cardiac death and cec adjudicated death, non cardiovascular. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of death changed from (B)(6) 2019 to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.